Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16278.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touch position was out of alignment. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed the issue. A touch screen calibration was performed and did not resolve the issue. The fse replaced the touchscreen and the reported issue resolved. No other anomaly was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).